Event description:
It was reported that the right ventricular (rv) MRI lead had developed a high threshold reading and a significant decrease in r-wave sense reading. The lead was explanted and replaced. It was noted that during the attempted extraction the rotation tool had no effect on retracting the helix. With gentle traction and rotation of the entire lead successful extraction was possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood and was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage. The analysis comments stated that the helix would not retract because of dried blood in the distal conductor and the sleevehead prevents torque transfer to the helix when the is-1 pin is rotated. Electrical resist ance and cross continuity test results were within specification. However, destructive analysis was performed. It is likely that the blood in the distal conductor entered though the is-1 pin as no insulations breach was observed. Helix picture saved.